Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke during use. It was commented that the suture was broken without doing anything. There were no adverse consequences to the patient. No additional information was provided.